Event description:
The user facility reported during the surgical procedure the vitrectomy cutter would not cut. They opened another pack and completed the surgery with no issues. There was patient contact, but no medical intervention required.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in an unknown sterilization pouch with a bl5425wv pack label from lot v3430. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was off center of the vent hole in the side of the cutter body by approximately 5 degrees. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as it should. The cutter performed as intended. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.